Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 381 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer did not know what caused the high bg level. A pump system check was performed and no device issue was found. No damage was noted to the cannula. The customer changed the infusion set site. After the supply change, the customer's bg level was trending downward.